Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on 02-oct-2020. On an unknown date, the patient had essure inserted. On unknown dates she experienced device dislocation (seriousness criterion intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), infection ("infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy). At the time of the report, none of the events had resolved. The reporter considered device dislocation, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: plaintiff suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): confirmed that plaintiff¿s essure coils were properly in place and that her fallopian tubes were occluded quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), pelvic pain ("pain"), genital haemorrhage ("bleeding"), infection ("infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, infection and urinary tract disorder had not resolved. The reporter considered device dislocation, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: plaintiff suffered from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that plaintiff¿s essure coils were properly in place and that her fallopian tubes were occluded. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.